Event description:
Clinical evaluation was performed on (B)(6) 2021.

Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs manager: cage migration occurred 5 months after surgery. A proper clinical evaluation cannot be performed as no radiographic image is available. Cage migration is a possible adverse event following interbody stabilization, described in literature. In this case it seems that the cause may be insufficient compression, perhaps enhanced by the use of one cage only. However no conclusion can be drawn on the basis of elements at hand.

Manufacturer narrative:
Batch review performed on 30 august 2021: lot 1922677: (B)(4) items manufactured and released on 15-nov-2019. Expiration date: 2024-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
5 months after the primary the patient came in reporting pain. Post-op x-rays indicated that the cage moved into the canal post-op. The surgeon revised the cage and the surgery was completed successfully.